Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, drug eluting stents were implanted in the 2nd diagonal, and lcx. Same day post procedure, patient suffered myocardial infarction. Cec adjudicated event as non-q-wave mi (target vessel), medtronic extended historical peri-pci. No event by scai definition. Cec adjudication stent thrombosis not an event.